Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains in the pt. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was embolization. Subsequently, the pt had an ischemic stroke and plavix was administered. As of (B)(6) 2014 the pt has fully recovered from the transient stroke. Pt info - pt info (a) is not available.